Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "High"; a specific value was not provided on (b)(6) 2026. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 14 Pro / 2.9.1 / iOS 26.1.